Event description:
I had mcghan medical device / inamed style 468 saline filled breast implants placed in (B)(6) 2002 by (B)(6). My lot number is 578234, ref (B)(4), sn (B)(4) -400cc filled. I have experienced pain and cysts for a month and I am being seen for a mammogram tomorrow. Imagine my shock when I discovered this week that my implants have been issued a black box recall. No one has contacted me regarding this recall. I still have my implanted medical device card. I only realized the connection because I looked up my implants online in case there were fault complaints. I never imagined I would see them listed under cancer - causing and "recall" status. I know the current recommendation is to leave them in if they are not a problem, and perhaps my biopsy after the mammogram will not show a 'problem' but I still hold this company responsible. I want them out. I want reassurance and not to live in fear for monitoring the rest of my life. How do I proceed? It is my understanding that the mammogram will not confirm a diagnosis that this will require a capsular fluid and lymphatic biopsy. I anticipate the whole will cost over 15,000 just for surgeries and tests, that doesn't include the 6-8 weeks I will have to take off of work for this companies negligence. FDA safety report ID# (B)(4).